Manufacturer narrative:
This complaint is recorded by zimmer biomet under (B)(4). Following sections were updated or corrected: b4, b5, d2, g1, g3, g6, h1, h2, h6, and h11. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Lot and serial identification is necessary for review of device history records, and lot and serial identification was not provided. A definitive root cause cannot be determined. The event is not confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
There is no additional information available regarding the event.

Event description:
It was reported that during surgery the roller was not cutting. An additional device was used to complete the procedure. The taken graft was not damaged and an additional graft was not needed. There was no delay in the procedure and there was no impact to the patient. Due diligence is complete and there is no additional information available. There was no adverse event associated with the malfunction.

Manufacturer narrative:
An investigation into the reported event has been initiated under (B)(4). Once the investigation has been completed, a follow up report will be submitted with the investigation results and any actions taken by the manufacturer.